Event description:
The facility's biomedical technician reported an infusion pump with a triple alarm found during biomedical testing. Although attempts were made by baxter to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.